Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, omsc could not investigate the subject device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based upon the information from the user, omsc considered that the reported phenomenon was attributed to the insufficient confirmation while attaching the distal cover and after attaching the distal cover. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an endoscopic retrograde cholangiography (ercp), it was found that the distal end cover was not attached when the withdrawal of the endoscope. The user completed the procedure with the subject device. The nurse stated that the user had not attached the distal end cover and the user performed the procedure without noticing that the user forgot the attaching the distal end cover. The subject device was planned to be used with a single use distal cover (maj-2315). There was no report of patient injury associated with the event.